Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-12-03. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for does not attach as intended, leakage & npi needle pain on lot # 0008842. Investigation summary: customer returned (5) open 4mm, 32g pen needles without the tear drop label. Customer states that the pen needle does not attach to insulin pen and if it does attach it leaks from non patient end and injections are painful. All returned pen needles were tested and all were able to securely attach onto a pen and were able to expel properly without any observed leakage. All samples were also tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 32g: 0.0090¿-0.0095¿): data: point, outer diameter (in), lube: sample 1, good, 0.0092, good; sample 2, good, 0.0093, good; sample 3, good, 0.0091, good; sample 4, good, 0.0092, good; sample 5, good, 0.0091, good. All observations fall within specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us experienced leakage during use. The following information was provided by the initial reporter: consumer reported, non patient end will not attach to insulin pen stated, insulin is leaking from non patient end if she does get them to attach stated, experiencing painful injections stated, she did not have problems with original nano. Lot: 0008842, catalog: 320550, date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation -complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st. Related complaint for does not attach as intended, leakage & npi needle pain on lot # 0008842. A review of risk management document (B)(4), revision 10, indicates that the potential risk of this specific reported incident (nano pro pen needle, does not attach as intended, leakage, npi needle pain) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us experienced leakage during use. The following information was provided by the initial reporter: consumer reported, non patient end will not attach to insulin pen. Stated, insulin is leaking from non patient end if she does get them to attach. Stated, experiencing painful injections. Stated, she did not have problems with original nano. Lot: 0008842. Catalog: 320550. Date of event: unknown.